Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lung wedge resection procedure, while cutting the lung tissue, the stapler was able to fire but the distal staple formation was poor and the distal staple line was also incomplete. They repaired by replacing with new nails and re-sealing. There was no patient injury.